Event description:
It was reported that during follow-up, the atrial lead exhibited increased capture threshold and decreased sensing. A fluoroscopy revealed the lead was dislodged. The lead was explanted and replaced. Following the procedure, the electrical values were in range and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).